Event description:
Burn [thermal burn]. Blisters on a back [blister]. Case description: this is a spontaneous report from a contactable consumer from a pfizer sponsored program thermacare (B)(6). A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip) , from an unspecified date for an unspecified indication . The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported "your product burn me and gave me blisters on a back and I am not happy". Events were occurred on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn and blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn and blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.